Event description:
It was reported to philips by a customer that switching from st to standby cannot be done unless you disconnect the circuit from the ventilator. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, biomed stated switching from st to standby cannot be done unless you disconnect the circuit from the unit. The rse advised the biomed that the unit should be able to go into standby with the patient mask/cannula off the patient, but the circuit should not have to be taken off the ventilator. The rse advised the biomed to make sure there are no occlusions in the patient circuit and if it cannot be attributed to a problem with the circuit, to perform performance verification test (pvt) on the ventilator looking specifically for issues with pressure and flow readings. The rse and biomed also discussed 3.1 software and the flow sensor calibration. The average airflow reading on the pneumatics page with the flow set to zero is 0.1. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The biomed returned the unit to service as it passes the flow, o2 accuracy test, and leak tests. The device was being set up for clinical use when the reported event occurred.